Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One full osseotite tapered certain implant (xifnt3211) was returned for investigation. Visual inspection of the as returned product identified minor nicks and bone residue around the external threads due to usage. Measurements were taken using a caliper (ID: (B)(4); due date: feb 25, 2020). Through dimensional analysis and comparison to drawings, it was determined that the product met design specification. Pre-existing conditions noted on the per were low bone density - type iii and good oral hygiene. The reported device was located on tooth # 27 and implanted for approximately 4 years. X-ray images were provided and upon analysis from subject matter expert (sme), zimmer biomet medical affairs manager, the reported event of bone loss was confirmed through the x-rays provided. Infection couldn¿t be verified through x-ray images. Per the appropriate IFU, under warnings and potential adverse events sections, it is stated that excessive bone loss may occur when an implant is loaded beyond its functional capability and bone loss and infection are potential adverse events associated with the use of dental implants. DHR review for the lot (2015022090) had revealed no deviations nor non-conformances which could have caused or contributed to bone loss after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op# 0210) was reviewed and the product was verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot (2015022090) and no similar event or complaint was found. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (bone loss + infection) or device (xifnt3211). Therefore, based on the available information, device malfunction did not occur. The event of bone loss was confirmed via x-ray evaluation. However, the reported event of infection could not be verified through visual inspection of the returned product or x-ray analysis. Bone loss and infection are listed as harms or potential effects of implant failure. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: expiration date. G4: date received by manufacturer. G7: checked follow-up. H2: checked follow-up type. H3: device evaluated by the manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4). Initial reporter fax number: not provided.

Event description:
It was reported that an implant (xifnt3211) was extracted due to periimplantitis at site location 27.